Event description:
I had a total hip replacement (B)(6) 2008. I received the depuy total hip pinnacle acetabular shell size 62 mm, the femur 44 mm inner diameter ultramet metal-metal liner, depuy s-rom femoral stem 60 x 11, +6 lateral offset, a 16 f large ztt sleeve, and 44 +0 cobalt chrome femoral head. Prior to surgery, I had a past history of osteoarthritis and a hip injury in 1958. Two months after surgery, I began having pain from upper buttock area down the leg and walked with a significant limp to my right lower extremity and began using a cane. I had increasing pain, popping and locking in the right hip and became unable to walk due to pain in buttock and hip. Also increasing weight bearing pain in femur, began using crutches and taking pain medication. Reason for use: degenerative arthritis, right hip, secondary to slipped capital. Physical therapy post tha (B)(6) 2008.